Manufacturer narrative:
A request was made to return the device; however as of today, the explanted device has not been returned for analysis.

Event description:
Boston scientific crm received information that this device was found to be in storage mode. The device had declared end of life in (B)(6) 2010. In storage mode, the device no longer provides critical therapy. The device was explanted and replaced without incident. No adverse patient effects reported.